Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances int eh DHR related to the reported event. The company service representative evaluated the pump and noticed in the iabp displayed maintenance code 50, 3 times within 30 minutes, however was unable to reproduce the alarm, but the diagnostic logs did show the failure. Proceeded to replace the pump assembly (part # 0102-00-0001) and completed all start up, diagnostic and functional tests to meet factory specifications. Unit was released to the customer. The pump assembly (part # 0102-00-0001) was received at the manufacturing facility in (B)(4). The failure analysis performed on the assembly could not duplicate the failure and no failure codes were observed. The assembly passed the pneumatic performance test and motor calibration test. The pump assembly was found in good operation conditions. A supplemental report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that prior to use on a pt the iabp alarmed with a maintenance code #50 (motor speed not within 1600rpm). The unit was replaced with another unit to start the therapy. No pt injury was reported. Maintenance code #50 is an electrical test code failure indicating the motor speed is out of specification.